Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during use, while the hp was connected. The alarms occurred the previous night, nothing unusual was noted that could have caused or contributed to the alarm. The hp turned the hc off and discontinued the therapy once the hc started to alarm. The technical service representative (tsr) explained the meaning of the alarm and its possible causes. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.